Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) and it said that the reported phenomenon could not duplicate, omsc surmised there was the possibility this phenomenon was attributed to the following causes; the temporary fluctuations in the power supply by the usage environment. The power supply was not grounded. The medical outlet capacity might have been smaller than the total capacity of the equipment. It might have been temporarily occurred due to excessive force applied to the power cord. It might have been temporarily occurred because it was about to fail the accidental power supply unit. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the power of the subject device was automatically turned off at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.